Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,b,c,d,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a programming error for morphine occurred at approximately 1815 with a patient controlled analgesic. The customer requested the detailed report on pump, however no infusion parameters or further information was provided. The customer indicated that the pump infused as expected and the function of the pump was not in question. There was patient involvement, although requested, no details regarding patient impact were provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a programming error for morphine occurred at approximately 1815 with a patient controlled analgesic. The customer requested the detailed report on pump, however no infusion parameters or further information was provided. The customer indicated that the pump infused as expected and the function of the pump was not in question. There was patient involvement, although requested, no details regarding patient impact were provided.